Manufacturer narrative:
It was determined that this file is a duplicate of (B)(4) reported in 3030677-2023-03820.

Manufacturer narrative:
Reporting institution phone, reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device reports' pads/paddle type unknown '. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.